Event description:
It was reported that this right ventricular lead exhibited high out of range impedance measurements, failure to capture and high capture threshold due to a lead integrity damage. This lead was explanted and successfully replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried body fluid within the helix housing. Resistance testing found that the lead was electrically open. Detailed analysis confirmed a fractured outer conductor approx. 210 mm from the terminal end. Noted twists in the lead body approx. 110-125mm from the terminal end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular lead exhibited high out of range impedance measurements, failure to capture and high capture threshold due to a lead integrity damage. This lead was explanted and successfully replaced. This lead was returned. No additional adverse patient effects were reported.